Event description:
It was reported that the customer was experiencing high blood glucose levels. Troubleshooting was performed. The insulin pump passed the prime test, but failed the high pressure test. The insulin pump also alarmed motor error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.